Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed, with the device unable to be interrogated. Ts advised further in clinic examination. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed, with the device unable to be interrogated. Ts advised further in clinic examination. This device remains in service. No adverse patient effects were reported. Information from the field indicates this device was successfully interrogated at a later date and no device issues were found. No adverse patient effects were reported.